Event description:
Bia-alcl. Pt had allergan 410 ff silicone breast implants (740 cc) which resulted in the development of anaplastic large cell lymphoma. Bia-alcl developed in the right breast, which contained implant lot #2487075. The left breast was normal, and contained implant lot 2564878. Dates of use: (B)(6) 2016 - (B)(6) 2018. Diagnosis or reason for use: breast reconstruction after mastectomy. Is the product compounded? No; is the product over-the-counter? No.